Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed a leak at the level of the set drain bag sealing near the stopcock. All accessories provided in the reported set, including the drain bag, are single-use products. The drain bag must not be emptied and reused during the same therapy. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the unintended use of the effluent bag, as the reported leak was observed two (2) days after the start pf treatment. Previous nonconformance and preventive action records were opened to address this issue of misuse. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set two (2) days after the start of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.